Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse advised the customer to put hot water down port, to replace sensor, tubing, and rotary valve seal. Quality controls (qc) were performed in five replicates, which were within range. The cause of the discordant na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples tested for sodium (na), potassium (k) and chloride (cl) on a dimension rxl max with hm instrument. The initial discordant results were reported to the physician(s), who questioned them. The customer stated that at least one patient was treated based on the discordant results, but did not identify which patient. The samples were repeated on the same instrument and on an alternate dimension rxl max with hm instrument (serial number: (B)(4)), and results were either lower or higher than the initial results. Corrected results were reported to the physician(s). The customer did not identify which results were considered correct. There are no reports of adverse health consequences due to the discordant na, k and cl results.